Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall. It was also reported that the right ventricular (rv) lead exhibited a polarity switch, high thresholds and high impedance. It was also reported that the ra lead exhibited over-sensing. The rv and ra lead remain in use. No further patient complications have been reported as a result of this event.